Event description:
Event description guidant received information that this newly implanted implantable cardioverter defibrillator (ICD) exhibited intermittent muscle stimulation near the pocket. There was noise on the atrial channel with isometric exercise. No p-waves were sensed, and the atrium was not being paced at maximum output. The atrial lead impedance measurement was 300 less than when the lead was implanted. A chest x-ray verified that the lead was dislodged and during an attempt to reposition the lead, due to tissue in the helix, the helix would not retract. Consequently, the physician chose to replace the lead. When reinserting the leads into the ICD, the setscrews would not turn. The day following this procedure, the right ventricular implantable transvenous defibrillation lead became dislodged and was repositioned.